Manufacturer narrative:
(B)(4).

Event description:
(Os 16.994) the dentist reported the non osseointegration of a dental implant cm titamax implant 3.5x9 mm, but did not provide further info about the case.